Manufacturer narrative:
Facility name: (B)(6) university. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was to be used during an esophageal dilation procedure performed in the esophagus on (B)(6) 2022. During preparation, it was noted that the balloon was leaking liquid. The procedure was completed with another cre wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: facility name: (B)(6). Block h6: device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation result the returned cre wireguided dilatation balloon was analyzed and a visual examination found the catheter of the device has no damages. Visual and microscopic examination of the balloon found it torn longitudinally. With all the available information, boston scientific concludes the reported event was confirmed. The customer pre-inflated the balloon before inserting the device into the working channel and this manipulation can provoke damages to the balloon. It is possible that interaction with any surface during the procedure could create friction on the balloon, causing the problem of torn longitudinally. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was stated in the instructions for use (IFU) that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was to be used during an esophageal dilation procedure performed in the esophagus on april 2, 2022. During preparation, it was noted that the balloon was leaking liquid. The procedure was completed with another cre wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.